Event description:
A report received from the clinical study associated a cypher with myocardial infarction and death one month after implantation in the circumflex. It was reported the patient's cardiac enzymes were elevated before and after implantation of the stent. According to the patient's husband, patient had a myocardial infarction at the general practitioner's office were cardiopulmonary resuscitation was unsuccessful. According to the registry, it is unknown if this was a cardiac or a non-cardiac death. The event was determined unrelated to the cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt. See scanned pages.